Event description:
Reportable on analysis completed on september 21, 2018. It was reported the access system kinked upon advancement. A left atrial appendage (laa) closure procedure was being performed. The transseptal puncture was performed and the non-bsc guidewire was positioned in the pulmonary vein and they changed to a watchman access system (was). The patient's vein in their groin was curved, so advancing the was was difficult. The was crossed into the left atrium and was positioned in the laa over a pigtail wire in an anterior and superior position. The 27mm watchman laa closure device & delivery system (wds) was prepared and inserted into the was. The physician felt resistance 15-20 cm before the distal rings were aligned and the delivery system was kinked. On fluoroscopy, they saw that the was was also kinked, so the wds and was were removed. An imaging sweep was performed which showed no pericardial effusion. A non-bsc access sheath was inserted along with a new was. Again, the was was positioned in the laa over a pigtail wire in an anterior and superior position. Another 27mm wds was inserted into the was and positioned in the laa. The closure device was deployed and released after the release criteria were met. At the end of the procedure, the physician stated that a pericardial effusion with tamponade occurred. They waited 15 minutes and it became slightly larger, so the physician performed a pericardiocentesis. 200 ml of blood was removed and the patient received 4000 units of protamine. They monitored the patient for another 10 minutes and there was no increase in the pericardial effusion. The patient was transferred to the intensive care unit for observation. The patient was safe and was discharged from the hospital. However, device analysis of the kinked was revealed inner liner delamination. Device evaluated by MFR: returned product consisted of the watchman access system (was) with a dilator in the sheath, and the related device. The device was bloody. The tip and sheath were microscopically and visually inspected. Inspection revealed tip damage (stretched/delamination), and sheath kinks located 33 cm, 37 cm, and 39.5 cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.